Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per report, imaging of the procedure was not available for review. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In addition, per the instructions for use, arrhythmias/conduction system injuries (defects) are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Bradycardia is often associated with damage to heart tissue due to underlying heart disease. Other factors that could contribute to the onset of conduction defects and bradycardia include increased age, smoking, high cholesterol, previous heart surgery, electrolyte disturbances, and certain medications (i.e., beta-blockers, calcium channel blockers). In the absence of imaging from the case, the root cause of the reported moderate to severe aortic regurgitation cannot be determined. The sapien valve was correctly sized for the patient's annulus and per report, was implanted in the correct position. However, it was also reported that calcification and the elliptical shape of the native annulus may have contributed to the ar. The ar was mitigated by the placement of a second sapien valve. The root cause for the reported bradycardia also cannot be confirmed, however, in addition to the procedure, the patient's history of arrhythmia (atrial fibrillation) and advanced age may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards representative, a 2nd sapien valve was required to improve moderate to severe aortic regurgitation (ar) following deployment of the sapien valve. Balloon aortic valvuloplasty was performed with a 23mm x 4cm zymed balloon under rapid ventricular pacing (rvp). The sapien transcatheter heart valve (thv) was delivered to the aortic valve annulus and deployed 50:50 under rvp. Following valve deployment, moderate to severe paravalvular leak (pvl) and central aortic insufficiency (cai) were seen via transesophageal echocardiogram (tee). The patient's systolic pressure was 50. 1cc was added to the syringe and a post dilation of the valve was performed. The patient's blood pressure was managed by anesthesia, and CPR was administered to circulate the medications. The physician decided to deploy a second 26mm sapien thv to improve the severe ar. The second sapien thv was deployed 60:40 aortic, 1mm more aortic than the first valve. Tee showed minimal change to pvl and trace cai. The patient's blood pressures improved to 130/45. The temporary pacemaker and pigtail were removed. The 26f sheath removed, and the access site was closed surgically without complication. Before leaving the room the patient was in sinus bradycardia and the temporary pacemaker was reinserted. The patient left the room stable, and a permanent pacemaker was implanted the following day. Additional investigation revealed the following: the native annulus diameter was 24.5mm. The patient's aortic root was moderately calcified with the calcium distribution described as bulky. The coaxial alignment of the valve and delivery system was described as fair. During valve deployment, balloon inflation was held for three or more seconds. There was no loss of pacing capture during valve deployment. The patient's left ventricular ejection fraction was 70%. Per report, the perceived cause of the pvl was the elliptical shape of the native annulus and calcification.